Event description:
An implant card was received on (B)(6) 2012 where it was indicated that a vns patient had her lead replaced on (B)(6) 2012. The reason for the lead revision was not marked on the form. The manufacturer's patient update database was reviewed where it was noted that during generator revision surgery high impedance values were obtained (the specific results were not provided) so full revision was performed. Follow up performed revealed that there was no trauma reported. X-rays were taken but not sent to the manufacturer for review. During surgery, the surgeon noticed the lead snapped in half about 3 inches down from the bifurcation. The generator was said to be dead so the physician did not do diagnostics. The explanted lead and generator have been returned to the manufacturer and are currently undergoing product analysis.

Event description:
Product analysis of the explanted lead and generator has been completed. The generator was found to be at end of service as the result of normal battery depletion. The pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. During the visual analysis the lead connector pin and connector ring quadfilar coils appeared to be broken. Scanning electron microscopy was performed on both of the quadfilar coils and identified the area on one of the coil strands (of each coil) as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage and fine pitting. The remaining quadfilar coil strands (of each coil) were identified as being mechanically damaged which prevented identification of the coil fracture type and fine pitting. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. For the observed inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process. The abraded opening found on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. With the exception of the observed discontinuities, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. Note that since a portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.